Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issues has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 72-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp for support of the patient admitted with cgs (cardiogenic shock) and cardiomyopathy. The cp accessed limb developed limb ischemia. The ischemia was treated by the placement of a contralateral sheath and perfusion. The team additionally upped the anticoagulation. The pump remained on for support for 4 days and was then explanted.